Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 6 cm abdominal aortic aneurysm in 2002. The pt also had 3 cm iliac artery aneurysms bilaterally. Vessel morphology is unk. During the implant procedure, it was reported that the guidewire perforated the right iliac aneurysm, necessitating a retroperitoneal cutdown and arterial cross-clamping. An iliac stent graft was deployed to control the bleeding. As a sheath was inserted into the right side, it ruptured the right iliac aneurysm. It was reported that the pt lost a lot of blood and died during the procedure of a heart attack.